Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, peri-implantitis, infection, pain, bleeding, inflammation, mobility. Very poor oral hygiene around implant. Plaque and tartar noted all along length of implant. Implant was mobile for several weeks before patient presented to office. Implant became mobile due to bone loss from poor hygiene.